Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Caller completed the steps to remove air from the cartridge, used room temperature insulin, and did not refill or overfill the cartridge. Cts guided the caller through filling and loading a new cartridge on the pump, instructing them to disconnect tubing at the t:lock and fill tubing again. After observing a ball of insulin at the end of the cartridge pigtail, cts instructed replacing tubing and remaining disconnected before performing the fill tubing step once more. Caller saw drops of insulin upon completing this step and cts assisted in completing the load process and resuming insulin.